Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an ablation procedure, intermittent pacing inhibition was observed, not lasting greater than two seconds. To date, no adverse patient effects were reported as a result of this clinical observation.